Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out for the second firing. The device was examined and then began to work intermittently. Another like device was used to complete the procedure. There was no pt consequence.